Event description:
It was reported that during a one month post implant follow- up, the device exhibited oversensing on the ventricular channel and inhibition with sinus underneath. There was no evidence of noise on the electrograms. Capture and sensing thresholds were good and consistent with the implant measurements.